Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The surgeon was advancing the lens in the injector when he noticed the lens had torn. There was no pt contact. Lens was discarded. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Lens was discarded. Eval, method: other - lens work order search. Results: other - a lens work order search was performed and no similar complaints were found within the same work order. Conclusion: the product pertaining to this complaint was not returned for eval. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).